Manufacturer narrative:
Patient age not made available from the site. Medtronic representative noted that the reference frame and gray trackers were very close together during the procedure. No parts have been returned to manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a multi-level spine fusion procedure, the surgeon alleged an inaccuracy; no specific measurement was noted. The frame was clamped to l4, straight-up. Retractors were brought in during the scan and navigation. The surgeon placed 5 screws, starting with l4-s1 on the left, then switched sides and worked l4-5; all placements were accurate. The surgeon went to s1 right with the ball tip, and was accurate, however, when using the gray navlock/sharp probe, it showed being low. At that point, the surgeon went back to other points and all were accurate except s1. There was no impact on patient outcome reported.

Manufacturer narrative:
The amount of alleged inaccuracy was 4-5 mm. This issue has been duplicated with another s7 system in the manufacturer's testing lab. Issue is thought at be a result of the preferred setup method of the surgeon resulting in sphere arrays of the instruments sharing the same space. This issue effects only one of the surgeon's at the site. All other surgeons at the customer site report no issues with the navigation system. Medtronic representative reports that all instrumentation and navigation are accurate during his onsite testing of the system.